Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube was missing a cap. The following information was provided by the initial reporter: "hemogard cap defect. Customer noticed there is one tube with hemogard defect. From the photo, it looks as though the outer protective cap is missing. "

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing hemogaurd shield(decapping) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube was missing a cap. The following information was provided by the initial reporter: "hemogard cap defect customer noticed there is one tube with hemogard defect. From the photo, it looks as though the outer protective cap is missing. "